Manufacturer narrative:
Balt USA reference#: (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "on (B)(6) 2025, at the (B)(6) hospital of (B)(6) university, the patient underwent transcatheter intracranial vascular embolization for arteriovenous malformations with blood supply from the left middle cerebral artery and left posterior cerebral artery and drainage through cortical veins. After the patient was satisfied with the combined intravenous and oral anesthesia, routine disinfection was carried out, and a sterile towel was placed. The right femoral artery was punctured using seldinger technique, and a 6f femoral artery sheath was inserted. A 150cm loach guide wire was used in combination with a 6f guiding catheter to place the guiding catheter in the v3 segment of the left vertebral artery. Angiography showed an arteriovenous malformation with blood supply from the left posterior cerebral artery and drainage through the cortical vein. The first hybridoo7d microguide wire, in combination with the first magic microcatheter, was placed in the first blood supply vessel of the malformation. Super selective angiography confirmed that it was supplying blood to the arteriovenous malformation. 0.6ml of diluted clubran was injected along the magic microcatheter. Re-examination and angiography showed that the vascular embolism was definite, and the abnormal flow and range of the arteriovenous malformation were reduced. Continue with a 150cm loach guidewire and a 6f guiding catheter. Place the 6f guiding catheter in the rock segment of the left internal carotid artery. Angiography shows an arteriovenous malformation with blood supply from the left middle cerebral artery and drainage through cortical veins. The second hybrid007d microguidewire and the second magici microcatheter are placed in the malformed second blood supply vessel. Superselective angiography confirmed that it supplies blood to arteriovenous malformations. Diluted clubran 0.6ml was injected along the magic microcatheter. Re-examination and angiography showed that the vascular embolism was definite. The occlusion balloon was released to block the injection of glue. The balloon ruptured, and there was blood flow in the lower lumen. The magic microcatheter was promptly inserted again to inject diluted clubran 0.6ml for liquid occlusion, and multiple occlusions were performed. The flow and range of the dynamic and abnormal pulse are reduced. Intracranial standard anteroposterior and lateral positions revealed no absence of intracranial vessels, CT examination showed few bloodstains. The system was withdrawn. The patient's vital signs were stable during and after the operation. There were no adverse reactions after anesthesia recovery. The operation was completed. The occluder blocked the puncture point of the femoral artery, and the patient was returned to the neurosurgical intensive care unit." Incident report form submitted for this complaint indicates that no patient injury was sustained.